Event description:
It was reported that this crt-d system stored atrial tachy response (atr) episodes due to far-field oversensing on the atrial channel. Boston scientific technical services (ts) was consulted and reprogramming options were offered. No adverse patient effects were reported. At this time, this device remains in service.